Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. Since the main cable (light source cable) was loosened, it is surmised that there was no problem in the subject device and the connection of the light source cable between cv-190 and clv-190 was not appropriate. This might have made the connection unstable, so an image of an endoscope was not displayed. The instructions for use (IFU) states: properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer mentioned that an e405 error displayed but it was related to the printer. Tac assisted to check the serial digital interface connection and an image displayed however, it was a picture in picture (pip). Tac instructed the customer to push pip on the monitor but that did not resolve the issue. Tac then had the customer push pip off on the keyboard to resolve the problem. The customer was able to obtain picture but not a scope image. The main cable between the cv-190 and clv-190 was loose and resulted in black image. Tac asked the customer to reboot the cv/clv-190 and scope image was achieved successfully. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center is unable to display image. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.